Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation and was able to confirm the reported issue. Visual inspection revealed a physically damaged pigtail that was burnt and melted with torn insulation exposing wires.uut had overheated and melted due to excessive over current. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ltm kit input cable was burnt. The customer confirmed that there was no patient involvement associated with the reported event. This happened during testing.